Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a problem with the screen, does not show, white screen. There was no patient involvement no additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The evaluator found the pump to function as intended and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.